Manufacturer narrative:
(B)(6) date sent: 3/25/2020. D4: batch #t5d281. Investigation summary the analysis found that one psee60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a radical gastrectomy for gastric cancer surgery, when severing the gastric body tissue, after the device was fired, it was noted that the staples were malformed with irregular shapes. Changed to a new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.